Manufacturer narrative:
The following functional tests were performed: the clinical application specialist (cas) reached out to the customer and confirmed the customer allegation that the patient monitor does not generate a pressure disconnect red alarm when the pressure is non-pulsatile and the mean pressure is below 10 mmhg. The customer biomed stated that instead the monitor shows the arterial mean pressure and it generates a 'no pulse" alarms. The monitor art pressure is configured to alarm from mean only. The biomed did connect a pressure simulator/tester and he confirmed the monitor generated an red pressure disconnect alarm when using the simulator. So, the pressure simulator confirms the monitor pressure is performing as expected. However, when when the nicu patient is connected to the monitor, it does not generate a pressure disconnect alarm. Note that the biomed stated that the monitor did generated arterial mean pressure yellow alarms. The complaint was escalated for technical investigation. As only the clinical audit logs were available, but no bedside monitor configuration files, the product support engineer (pse) could not perform analysis. Without a bedside configuration, there is no way to verify the settings in use, so the pse can only speculate on the expected behavior of the bedside. The initial planned onsite service to retrieved the log files was cancelled as the customer stated he fixed the reported issue already and there was no need to come on site. According to the fse who reach out to the customer again the issue was fixed with a new blood pressure hose. Based on the information available and the testing conducted the cause of the reported problem was a defective blood pressure hose. The reported problem was confirmed. The device was operational after the blood pressure hose was replaced. The device remains in use at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the intellivue patient monitor mx700 does not generate a pressure disconnect red alarms, instead the monitor shows the arterial mean pressure and it generates a 'no pulse" alarms. The device was in use on a patient. There was no patient or user harm reported.